Manufacturer narrative:
Date sent to the FDA: 11/02/2007. Conclusion - the actual device involved in this event was returned for evaluation. The evaluation could not duplicate the reported symptoms when the unit was activated. The unit meets all requirements. This is one of two medwatches sent as two devices were involved. See medwatch #2210968-2007-0001016 for other medwatch. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure in 2007. When the motor drive unit was activated, the indicator lights on the display flickered and the handpiece would sputter and would not rotate the blade for more than a couple of seconds. The case was completed using another disposable with no patient consequence.